Event description:
In the process of contacting the pt's physician to notify him that the pt's device may be nearing end of service, it was discovered that the pt was explanted because the lead wires were protruding through the skin.